Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits had missing segments in the dose display (dose was missing or not complete). The humapen memoir was associated with product complaint 2026672/ lot 1003c01. The user and the user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date; updated the medwatch and EU/ca fields; updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that there were segments missing in the dose display of their humapen memoir. A detailed investigation of the returned device (batch 1003c01, manufactured march 2010) found missing segments in the dose numbers when the temperature was elevated to approximately 40 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits had missing segments in the dose display (dose was missing or not complete). The humapen memoir was associated with product complaint lot 1003c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.